Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to be related to circumstances of the procedure factors that may contribute to the failure to deploy include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: g3 - date received by mfg: initial report aware date, filed in MFR# 2024168-2025-02201, updated from 02/07/2025 to 02/05/2025. H6 - medical device problem code 3190 removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty and atherectomy procedure using a 6f sheath. Reportedly, a "failure of deployment' occurred. A proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date.

Event description:
It was reported that this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, the prostyle device was defective. The method used to achieve hemostasis was not provided. No additional information was provided.